Event description:
A cartridge alarm was reported on the tandem mobi pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and instructed the caller to perform several actions, including removing the cartridge, delivering a bolus, and attempting to reload the cartridge, but the alarm persisted. Consequently, technical support arranged to send a replacement pump and assisted the customer in preparing the original pump for return. They also provided instructions on setting up the replacement pump and confirmed that the necessary backup therapy using mdi would be used to ensure insulin delivery continuity.